Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because no lot information was provided. Based on available information, the cause of the reported difficult imaging, heart failure, and tricuspid regurgitation were unable to be determined. The reported patient effects of heart failure and tricuspid regurgitation, as listed in the triclip system instructions for use, are known possible complications associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information the additional patient effect of death and malfunctions reported in the article are captured under separate medwatch reports.

Event description:
It was reported a triclip procedure was performed in (B)(6) 2023 to treat tricuspid regurgitation. One triclip was implanted. The patient noted they had been appalled at the imaging resolution use for the procedure. The patient noted they felt worse than they did before the procedure. A second tricclip procedure was performed in (B)(6) 2023 where a second clip was implanted. The patient reiterated their dissatisfaction with the imaging resolution in addition to feeling worse than they had prior to the procedures.